Event description:
The facility reported an infusion pump with a failure code 570. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming. No add'l contact info was available.

Manufacturer narrative:
Evaluation was completed on 11 november 2005. The customer reported condition of failure code 570 was confirmed. Battery history indicates the number of discharges greater than alarm threshold. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.